Manufacturer narrative:
Device history record for this lot did not show any no flow rate issue. Retained samples were also subjected to flow test and the device flows normally . The information provided is insufficient for further investigation. A follow-up report will be submitted when the results of the investigation are available.

Event description:
Slow flow with vancomcyin 2 g/ns 250 ml smartez {seol75-250; lot: s8h02} and caftriaxone 2 g/ns 100ml smartez {se0200-100; lot s8d33}. {six (6) doses of vancomycin and four (4) doses of ceftriaxone had to be replaced); 100 ml, 200 ml /hr and smartez 250 ml. 175 ml/hr.